Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support completed field correction acknowledgment on customer¿s behalf, arranged shipment of replacement pump with updated software, verified shipping details, and instructed customer to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement pump.